Event description:
It was reported that the customer's sensors were only lasting one to two days. Her blood glucose was 124 mg/dl at the time of reporting. She stated that she was also receiving low threshold suspends on her insulin pump. The sensor was returned for analysis. No additional information was reported.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test ((B)(4)). Sensor passed per specifications with accurate readings. Et (B)(4).